Event description:
It was reported that patient presented to the facility with multiple inappropriate atp and hv shocks for svt. It was noted that the patient had recently underwent an ablation procedure. Programming changes were made. Patient is well. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.